Event description:
Asr revisionleft hipreason for revision unknown

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left hip, reason for revision unknown. Update: added product. Received: august 17th 2012 asr hip resurfacing. Update: added lot number. Received: 9th may 2013. (B)(6). Bi-lateral patient, please see (B)(4) for the right side revision. Update 23 apr 2015 claimsuite added surgeon and hospital. Querying reason for revision (jb 23 apr 2015). Update 23 apr 2015 response from fh - the surgery report says that the revision was necessary due to the following diagnoses: metallosis with significant raised chrome and cobalt levels, with increasing values cup loosening after implantation of a resurfacing system (jb 23 apr 2015).

Event description:
Update (B)(6) 2015: cross referenced to com (B)(4) for right hip. Updated reason for revision to include pain. Taken from claimsuite update (B)(6) 2015 and (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.